Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd plastipak¿ luer-lok¿ syringe had a damaged plunger rod. The following information was provided by the initial reporter: "20ml syringe withdrawn from the dispensary with part of the plunger broken. Sealed packaging, with no traces of broken parts inside."

Manufacturer narrative:
H6: investigation summary photo received for investigation. Upon visual inspection, it is possible to observe plunger rod broken. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with a tangle in the plunger transfer conveyor to the syringe assembly step.

Event description:
It was reported bd plastipak¿ luer-lok¿ syringe had a damaged plunger rod. The following information was provided by the initial reporter: "20ml syringe withdrawn from the dispensary with part of the plunger broken. Sealed packaging, with no traces of broken parts inside."